Event description:
It was reported that during a cranial procedure, to remove a tumor, the perforator bit tore the dura. It was also reported there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The returned bit was inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.